Event description:
Customer reported that the sodium parameter is not correlating between neonatal intensive care unit (nicu) rl1265 and three other rl1200 systems. There was no impact to pt care. No treatment was provided or denied as a result of this event.

Manufacturer narrative:
The instrument is performing correctly based on 14 pt sample run on (B)(6) 2011 and the quality control results tested on (B)(6) 2011. Siemens fse visited the account and verified the instrument was performing within specification. The fse was unable to identify a root cause of the problem. As a proactive approach, the sodium and reference sensors were replaced. Quality control are performing within specification. Within the last two weeks, the fse has called the customer to verify the instrument performance and no problems have been reported.